Manufacturer narrative:
(B)(4).

Event description:
Customer had lost consciousness. Customer got a flashing white screen after inserting a new battery.

Manufacturer narrative:
Unable to verify s/w due to constant blank flashing white light on the display. Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display and constantly beeping. Insulin pump received with pillowed keypad overlay. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl. The customer's current blood glucose level was 365 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with ambulance ride to the emergency room, sugar and juice. Customer reported that insulin pump had received flashing and beeping and then had a constant blank screen. Customer stated that the no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display and constantly beeping. Device received with pillowed keypad overlay. (B)(4).